Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately ten months post implant of the ipg. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and there was blood/body fluid on all conductors (not obstructed). It was noted that the outer insulation had a cosmetic depression. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Information was received from the cardiologist that revealed cause of death is respiratory failure. The patient had metastatic adenocarcinoma of the lung. The last known interrogation was two months prior to the date of death and revealed normal device function. The patient had a history of gastric and lung cancers with metastasis to the spine. The returned paperwork indicated that the patient was not pacemaker dependent, no autopsy was performed and the death was not related to the device or leads. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and there was blood/body fluid on all conductors (not obstructed). It was noted that the outer insulation had a cosmetic depression. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.